Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with non sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were performed successfully.